Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Part 314.743, synthes lot 7773993: release to warehouse date: april 03, 2015. Supplier: (B)(4). No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacturing of this product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a non-synthes total shoulder joint replacement on an unknown date. On (B)(6) 2016 the patient had a revision surgery due to infection at the shoulder. The patient was revised to another non-synthes total shoulder joint replacement. During the revision surgery while the surgeon was using the depuy synthes reamer/irrigation/aspirator (ria) system to clear the infection from the patient's proximal humorous canal the tip of the driver shaft broke off. The broken piece was removed without problems or harm to patient. The surgeon used another available device from a different set to complete the surgery. The patient is reported in stable condition. Surgery was completed successfully, with no harm or additional time added. Concomitant device: reamer head (part and lot unknown, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: a device history record (DHR) review, visual inspection, drawing review, complaint history review, and risk assessment review were performed as part of this investigation. The complaint condition is confirmed as the drive shaft was received with the distal tip broken off. The broken portion was not received. The complaint condition is the result of an overload of forces to the distal end of the drive shaft resulting in stresses beyond the failure limit of the shaft. The root cause could not be definitively determined as the circumstances at the time of the break are unknown. The reamer/irrigator/aspirator (ria) technique guide addresses recommended use and information on care and maintenance is provided per the processing synthes reusable medical devices ¿ instruments, instrument trays, and cases documentation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended and the risk assessment was found to adequately address the complaint condition. Per the technique guide, during use, the drive shaft is attached to the corresponding length reamer/irrigator/aspirator (ria) tube assembly and a reamer head and then connected to a drive unit. The ria system is intended for use to clear the medullary canal, to size the medullary canal, to harvest bone and bone marrow, and to remove infected and necrotic bone. The drive shaft was received with the distal tip, which mates with the reamer head, broken off. The broken portion was not received but was reported to have been removed without problems or harm to patient. The break is roughly spiral and located within approximately 7.8mm and 18.6mm distal to the distal edge of the drive shaft helix. The helix is intact. The proximal connecting post shows wear and four pairs of indents. The balance of the device shows surface wear but is in functional condition. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken. A review of the current design drawing / manufactured revision for the top level assembly and the drive shaft component was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.